Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received about a patient implanted with an implantable neurostimulator (ins) for non-malignant pain. The patient reported that they are not feeling stimulation. After instructed on which buttons turns the stimulation on the patient was able to turn on and feel stim. The patient also stated that they had their ins relocated on (B)(6) 2017 because the skin was thin. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.